Event description:
The customer received a questionable testosterone result on their e601 analyzer. The patient's initial testosterone result was 0.172 ng/ml. On (B)(6) 2012, an aliquot was repeated on an e-module, serial number (B)(4), and the result was 5.64 ng/ml. The discrepant result was discovered before any treatment was initiated. It is unclear if the testosterone lot number used was 163696 or 165199 and expiration dates were not provided. It was noted that the customer tended to not recalibrate the testosterone assay according to recommendations, but quite infrequently and irregularly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
No definitive root cause could be determined. The calibration and quality control data do not indicate a reagent issue. The message histories and maintenance information do not indicate an instrument issue. It was noted the customer is not following the sample tube manufacturer's recommendations for sample preparation. No adverse events were reported.